Manufacturer narrative:
Philips technical support was able to remotely assist the customer and confirm the reported problem via the telephone. According to case notes, the customer was advised to perform a complete power drain of the system. Customer confirmed there have been no further issues since the power drain and the system is functioning as intended. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer stated that they are still having issues where the ECG gives long pauses then short pauses. The device was in use on a patient. There was no report of patient or user harm.